Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had critical pump error and a broken force sensor was detected during seating or regular delivery error. The customer blood glucose level was 400 mg/dl at the time of incident. Customer stated the insulin pump was open book image with x. The insulin pump will be returned for analysis.